Manufacturer narrative:
Between the (B)(6) 2006 and (B)(6) 2007 the device recorded seven successful manual power ups. Between the (B)(6) 2008 the device recorded 22 low battery fails. The next date recorded in the memory log was (B)(6) 2011 when the device was manually power up five times, passing each self-test. Between the (B)(6) 2012 and the final log entry on (B)(6) 2012, the device recorded 21 low battery fails. Investigation was unable to replicate the reported fault. The device performed to specification during testing at heartsine. It is likely the low battery fails recorded were due to a genuinely depleted pad-pak. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Device switching on automatically.